Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq ICD, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  right atrial (ra) lead exhibited under-sensing of atrial tachycardia/atrial fibrillation episodes, at device classified termination of events, arrhythmia appears to continue. The ra lead remains in use. No patient complications have been reported as a result of this event.